Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e., several struts are crushed and everted. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e., several struts are crushed and everted. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
A synsiro pro drug-eluting stent system was selected for treatment of a severely calcified lesion (stenosis degree: 98 percent) in the mildly tortuous proximal ramus diagonalis. Despite pre-dilatation, the lesion could not be crossed with the device. After removal of the stent, a check of the stent showed bent struts. The stent was not used anymore. Another pre-dilatation was performed, and a new synsiro pro was deployed, and procedure successfully completed.

Manufacturer narrative:
Combination product: yes.